Manufacturer narrative:
Placed unit under microscope and found contamination / corrosion damage at the connector pins. Unable to perform functional tests due to contamination / corrosion damage at connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced bleeding on the site and no communication between pump and transmitter. The customer also reported change sensor alert. The event involved product(s) mmt-7841zn, mmt-7040a. Troubleshooting was performed and found led light blinked when transmitter was connected to tester but transmitter did not communicate after running tester procedure twice and rf icon did not turn green. No further patient complications were reported. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040a.